Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set, with blood glucose noted at 341 mg/dl, and had earlier received an occlusion alert that was dismissed; troubleshooting and education were provided, including changing the infusion site, priming the tubing to drops, and filling the cannula, after which insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and restoration of insulin delivery without hospitalization. Investigation included device-use troubleshooting and patient education over the phone, with a planned follow-up. Investigation of this case revealed a likely infusion site issue consistent with scar tissue leading to interrupted insulin delivery and an occlusion alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.